Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a false positive result with the ID now covid-19 test performed with a nasopharyngeal swab on (B)(6) 2022. The patient had 2 pcrs performed with negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion. This report is being filed on an international product, list number 190-000 j that has a similar product distributed in the us, list number 190-000.